Manufacturer narrative:
The customer's reported problem was confirmed. The pump was displaying "10040 and changing to 10102" error codes alarming when a battery is inserted during the investigation. Visually inspected the pump and performed the internal real time clock lithium batteries voltage measurements. No problems were found such as low internal real time clock lithium batteries voltage or solder bridge of the pump. Pump was here (B)(6) of 2018 for "failed flow test x2, 6.6%, 6.3%." The returned for "failed flow test". The stated problem was unable to be verified and duplicated. Replaced expulsor to bring within nominal specifications. Worn overlay, calibrated device and reinstalled software f were performed for the device. Therefore, the root causes of the current issue is unknown. Recommend mpu board to be replaced.

Event description:
It was reported that the cadd-prizm vip pump displayed error code 10040; bad oscillator. No serious injury was reported in connection with this incident.

Event description:
Additional information was received indicating the product fault did not occur while in use with a patient.